Event description:
Boston scientific received information that this device was an attempted implant due to setscrew issues and lead to device insertion difficulty during efforts to interface the chronic right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional details were received indicating there were no difficulties inserting the lead into the device header; however, difficulty was experienced securing the lead due to setscrew issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The rv seal plug was removed and high power visual inspection of the rv setscrew and the rv terminal block threads noted cross threaded damage. A piece of the terminal block threads had been cut away and a portion of the threads at the top appear rounded. The device was put through and passed the returned products test (rpt). This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events have been reported. This product issue will be updated if additional information is received.